Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s scs ipg was explanted and replaced. The reason for the ipg replacement is unknown. Reportedly, patient has effective stimulation post-operatively.